Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and passed relevant testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Global communication tool tone at medium test was performed and passed. Manual try-it testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio wiggle tests were performed and passed. Speaker resistance was measured and was within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.